Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert, episodes of non-sustained rv oversensing due to noise were observed. Increased pacing lead impedance and capture thresholds were noted. The noise was not reproducible with isometrics or pocket manipulation. The lead was explanted and replaced. The patient was doing well post-procedure.